Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis was unable to be completed. A review of the service history for the homechoice did not reveal any previous service events which were related or could have contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred during use on the home choice (hc). The home patient (hp) indicated they had ended therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.